Event description:
Further information was received indicating on (B)(6) 2018 the atrial lead was capped and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a patient notification was received indicating the atrial lead impedance was low and out of range. In addition, there was one non-sustained ventricular tachycardia episodes recorded showing sinus rhythm with oversensing on the atrial channel. Also, noise reversions were recorded. A fluoroscopic examination was performed revealing an insulation defect between the clavicle and first rib. No intervention was performed at this time. The patient was stable. Further information was requested but not received. Related manufacturer reference number: 2017865-2017-32029.